Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that intermittent audio output occurred. The patient's son stated that the patient's estimated glucose values dropped below the user low alert threshold of 80 mg/dl sometime between 6:00 pm and 9:00 pm on (B)(6) 2022 and there was no audio output. Consequently, the reporter stated that the patient was not notified of hypoglycemia and lost consciousness. He was found unconscious by his family in their living room. The family provided the patient with glucose in the form of sweets and the patient's son called for an ambulance. Paramedics arrived on site shortly thereafter and checked the patient's condition. The patient recovered soon afterwards and reported no further treatment or medical intervention. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and passed. A manual sound test was performed and passed. The speaker resistance was measured and passed. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.